Event description:
It was reported that, this electrode and the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded an untreated episode due lo noisy signals oversensing and low amplitudes that deactivated the smart pass feature. The technical services (ts) review the data and x-ray images, and noise was observed in all vectors with better performance in alternate. The ts indicated that the device memory counters are indicating frequent saturations of the sensing channel since it was reprogrammed in primary vector while no saturation were present until reprogramming from secondary. This indicate a current condition in the sense b channel that should be investigated more at sense b ring contact and lead path towards device connection attempting to reproduce observed artifacts. The ts recommended to consider system revision. This electrode remains in service. No adverse patient effects were reported.